Manufacturer narrative:
The reported events were stylet unable to be fully inserted and stylet perforated lead body. As received, a complete lead was returned in one piece with a soft stylet returned inside the lead body. The reported event of stylet unable to be fully inserted was not confirmed. As received, the lead was returned with stylet fully inserted. The reported event of stylet perforated lead body was confirmed. Visual inspection of the lead found the distal end to be kinked/damaged and the returned stylet protruding out of lead distal to ring electrode consistent with occurring at time of procedure. The reported event was isolated to excessing force causing stylet to perforate the lead body and the stylet to be stuck and unable to be removed.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to be difficult to remove from the stylet. The physician alleged malfunction and user concern on the rv lead. The rv lead was not used and another rv lead was used to complete the procedure. No patient consequences were reported.